Manufacturer narrative:
Corrected fields: d9 (date received as device was returned prior to initial submittal) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. The following non-reportable malfunction was found during the device evaluation: cracked cover glass. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", displayed a purple and green colored double image. The issue was found during preparation for use. There were no reports of patient harm.